Event description:
This case was reported by a consumer (daughter) and described the occurrence of weakness in a (B)(6) female pt who received super poligrip original denture adhesive cream (formulation (B)(4)) over a period of approx 10 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream once or twice daily (dental). At an unk time after starting super poligrip, the pt experienced weakness, neuropathy, walking difficulty and balance difficulty. The reporter stated that the events could be due to zinc poisoning or some other problems (not specified). This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00031. Super poligrip is manufactured in (B)(4). The lot number for the product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).